Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while performing a threshold test when the patient was in the emergency room, the emergency room staff was unable to end the test. It was noted that the paper on the electrogram (egm) recorder was running the entire time, thus it was believed telemetry was established. The programmer was not responding to the command of end test after over forty times. The threshold test did not end for 20 seconds and brought the threshold down to 1 volt. The patient had an underlying rhythm of 20 to 30 beats per minute and was laying down. The patient reported feeling weird, but did not experience syncope. Boston scientific technical services (ts) was consulted and discussed that it still may have been a telemetry issue. It was unknown why the patient presented to the emergency room. No adverse patient effects were reported and the cardiac resynchronization therapy defibrillator (crt-d) remains in service.